Event description:
Information received indicates the bed will not go into emergency trendelenburg.

Manufacturer narrative:
The technician isolated the issue to a defective solenoid valve. He used a trend valve kit to repair the bed.